Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the pacing lead placement difficulty was encountered and it was noted the tip of the screw the tip of the screw could not be screwed out. The pacing lead was not used and replaced. No patient complications have been reported as a result of this event.